Event description:
A peritoneal dialysis (pd) nurse reported a patient experienced drain issues during an unknown treatment. The patient exhibited pain and shortness of breath. The reported drain volume of 4000,; was 181 percent over the expected drain volume of 2200ml which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
The peritoneal dialysis cycler was returned for evaluation and determined to be functioning according to specifications. Further evaluation found no device malfunctions that would have caused the reported iipv event and the cause of the large drain volume could not be determined. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.